Event description:
Pt underwent a left total hip procedure on 5/10/96. On the morning of 5/11/96, the pt was noted to have left foot drop. The physician indicated the pt probably has left peroneal nerve palsy secondary to a tight strap from the abduction pillow around the pt's left calf. He also stated that the pt is susceptible due to pre-op back problems.